Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. A previous investigation for this failure was conducted by metallurgy and found the impactors were repeatedly loaded in rotating bending fatigue beyond the material limit resulting in fatigue crack initiation and propagation with mixed-mode overload final fracture of the material. The fracture features were consistent with the rotating bending fatigue from striking the end cap off-axis from a perfect end strike, possibly in multiple various directions. A complaint database search finds no other reported incidents against the provided product and lot combination. No corrective action taken. Complaints will be monitored under post market surveillance (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The cup impactor strike pad broke when impacting cup.